Event description:
Paramedics responded to a person described as in full cardiac arrest. The pt was connected to the device with pacing/defibrillation electrocardiogram electrodes. The operator observed what appeared to be ventricular fibrillation on the monitor screen and administered an unk number of countershocks. The pt was not resuscitated. According to the reporter, when the device's critical event record was printed out, the pt's electrocardiogram appeared to be pulseless electrical activity and not ventricular fibrillation. The reporter stated the operator was unsure of the device properly displayed the pt's electrocardiogram. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessement of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.